Event description:
A surgeon in (B)(6) advised a patient underwent a bilateral 1st mtp fusion using a 1st mtp 0° small left and right on (B)(6) 2012. On a follow-up visit the surgeon noted that the fusion is not showing signs of union in the right foot and planned to revise the patient on (B)(6) 2012. Surgeon indicated that maybe she didn't fuse because she is rheumatoid and is on immuno-suppressants. This report is #3 of 5 for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device was received on (B)(4) 2012. Investigation coordinated by synthes (B)(4). Report received indicates the dimensions of the plate and cortex screw (202.886) were checked and found to be in compliance with the technical drawings and ao/asif specification. Because the lot numbers are not known for the va locking screws (02.211.018), the measurable dimensions could not be confirmed. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values are in compliance with ao/asif specification and with the international standard. No product fault could be detected.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.